Manufacturer narrative:
The medical device problem code was updated. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with alkaline phosphatase gen.2 (alp2) assay on a cobas integra 400 plus analyzer. Sample 1: initial result: 275 u/l. Rerun result: 74.14 u/l. Sample 2: initial result: 265 u/l. Rerun result: 67.98 u/l. Sample 3: initial result: 308 u/l. Rerun result: 80.26 u/l. Sample 4: initial result: 250 u/l. Rerun result: 64.58 u/l. The physician questioned the results and the samples were rerun.